Event description:
Customer reported that the reason for returning the alarm was because it sounds intermittently. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). Results: evaluation of the returned product revealed white powder residue inside the battery compartment which indicates battery leakage. Also there is white powder residue behind the battery door. The unit did not pass functional tests. There was no intermittency found when tested. Note: posey instructions for use has a warning statement: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Do not mix old and new batteries, or battery brands within a battery pack. Always install a completely new set of batteries. Do not allow batteries to deplete while in the alarm. Depleted batteries may leak and corrode, causing damage to the electronics and reliability. (B)(4).